Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient present and admitted to the hospital due to dyspnea and respiratory difficulty due to the detection of coronavirus. A transesophageal echocardiogram (tee) was performed, and vegetation was observed on the right ventricular (rv) lead at the atrial level. Blood test was performed, and the organism was identified as staphylococcus epidermidis. It was noted that infective endocarditis was observed on the implantable cardioverter defibrillator (ICD). A target treatment of antibiotics was administered, and the ICD system was removed and later replaced. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.